Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The external display and backup batteries were both disconnected, and when it was reconnected the device resumes its normal function. Logfiles has been received. Investigation is still ongoing.

Event description:
The customer reported that while using bellavista 1000e, the main supply cord was accidentally disconnected leading to the device shutting down. The alarm led flashed, however, it was reported that no audible alarm was active. There is no patient involvement associated with the event.